Event description:
Patient developed bone loss after implantation of the dental implant fx6008swc in tooth location #3. Implant was removed on (B)(6) 2015 after 2 years 4 months from the implantation due to bone condition, infection and poor oral hygiene. The patient had a medical history, diabetic. Re-implantation will be performed for the patient.